Event description:
A patient was treated with juvederm six weeks ago in the nasolabial folds and vermillion border. The patient received a touch-up treatment at the treatments sites a few days ago, and the following day developed swelling at the treatment sites. The patient has been prescribed prednisone as treatment. No additional information has been provided, and follow up is on going.